Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer discovered that the black plastic at the jaw was protruding on a fenestrated bipolar forceps instrument. The procedure was completed with the same fenestrated bipolar forceps instrument with no reported injury. Intuitive surgical, inc. (Isi) performed follow-ups and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. The surgeon was grasping tissue at the time of the event. No arcing was observed during the procedure. It was confirmed there was no patient harm, injury or adverse outcome. There were no photographic images of the device or a video recording of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No evidence of thermal damage was identified. The instrument was tested on an in-house system, and energy was successfully received and delivered to the instrument. The root cause of this failure is attributed to a component failure. A review of the procedure log showed the fenestrated bipolar forceps instrument (part# 470205-17 / lot# k10210816-0236) was used on (B)(6) 2022 during this radical prostatectomy with lymphadenectomy surgical procedure with system (B)(4). The fenestrated bipolar forceps instrument had 7 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: failure analysis found the fenestrated bipolar forceps instrument had an exposed conductor wire. A bipolar instrument with damaged/broken conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.